Event description:
It was reported via repair work order that the base frame inner tube weldment legs are broken and the black leg sections in the weldment were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.